Event description:
Event description guidant received information that this lead was reported to be mostly removed from the patient due to noise and oversensing from the lead. Visual inspection at the procedure noted that the lead had exposed metal. The patient is pacemaker dependent and had reported having occassional episodes of dizzy spells at times, may be related to oversensing but were not documented.